Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other three proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in both heavily calcified common femoral arteries was attempted with four proglide devices, two proglide devices at each common femoral artery, using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, all four proglide devices were difficult to insert due to heavy calcification at the access sites. At the left common femoral artery, the proglide plunger was deployed but the needle could not advance deeply into the cuff on both proglide devices. The evar procedure was completed. At the right common femoral artery, the first suture became loose during tightening of the second proglide suture. Hemostasis was achieved at both common femoral arteries by applying manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Reported device code (B)(4) added to capture the use of a 16f sheath for placement of the proglide sutures pre- procedure. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the perclose proglide instructions for use (IFU) states that closure of the access site should be performed using a 5f to 8f sheath size. It is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.